Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost stimulation therapy from the scs system, and can no longer charge the generator battery. Reportedly, the patient has been without stimulation for approximately six months. Surgical intervention may be necessary to replace the patient's scs system's generator.